Manufacturer narrative:
Device is a combination product. Event date not reported. The first date of the month of the aware date was used.

Event description:
It was reported that stent damage occurred. On the outside of a 3.00 x 48mm synergy ii drug-eluting stent box, the word "end section of stent has a strut sticking up" was written. No patient complications were reported. A synergy ous mr 3.00 x 48 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the proximal end of the stent with stent struts lifted and pulled. The undamaged crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.